Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient had a lesion located in the left anterior descending artery (lad) and another lesion in the proximal circumflex (lcx) with 80% stenosis. After placing an unspecified guide wire, pre-dilatation was performed with an unspecified non-compliant balloon at high pressure. The lad lesion was treated by deploying a 3.5 x 18 mm implant. The lesion in the proximal lcx was treated by implanting a 3.5 x 28 mm xience prime stent. However, a small retrograde dissection was observed after implanting the xience prime stent. Another xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.